Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a neck biopsy procedure through tru guide device. Prior to the procedure,it was found that the packaging showed c1616a coaxial on the outside but inside was a c1816a coaxial. Coaxial needle was used. The procedure was completed using another device. There was no patient contact.